Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation.the customer's report was observed during testing; however, the cause of the fault could not be determined. The ribbon cable will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on with vertical lines on a blank display. Complainant indicated that there was no patient involvement in the reported malfunction.